Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a repair kit not adhering to the original catheter cannot be confirmed due to the condition of the returned sample. The device returned consisted of a white hickman/broviac-style luer adaptor and a segment of broviac tubing including the clamping sleeve and a small segment of the strengthening sheath. The hub was detached from the catheter and an aneurysm was found during flushing, leading to the discovery of a total break in the innermost two tubes within the clamping sleeve. This confirms the report that the original catheter had broken. The complaint description states that ¿it was reported by the facility that they attempted one repair; however that repair would not adhere to the fat part of the catheter, but had a good blood flow and ease of flushing. A second repair was done above the fat part of the line to remove the fat part.¿ because the returned portion of catheter contains all of the clamping sleeve, which would need to have been cut in order to attempt a repair in it (although the kit would not function as intended), it is apparent that the ¿fat part¿ is referring to the strengthening sleeve just distal to the clamping sleeve. However, no repair kit and no part of the distal segment of the original catheter were returned, and therefore the complaint of a repair kit not adhering to the fat part of the catheter could not be confirmed.

Event description:
It was reported by the facility that they attempted one repair; however that repair would not adhere to the fat part of the catheter, but had a good blood flow and ease of flushing. A second repair was done above the fat part of the line to remove the fat part.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq0458 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by the facility that they attempted one repair; however that repair would not adhere to the fat part of the catheter, but had a good blood flow and ease of flushing. A second repair was done above the fat part of the line to remove the fat part.